Event description:
A customer reported obtaining unexpected negative reactions on the antibody screening assay on galileo echo (B)(4).

Manufacturer narrative:
A review of the color check images showed that plasma was not pipetted into the test wells which can lead to unexpected negative interpretations. The customer was made aware of technical communication (B)(4) regarding liquid level detection and sample dispensing on the echo. The instrument is operating as expected.